Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2014, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On 01/30/2018, endologix was made aware of type unknown endoleak (possible type 1 or 3b). The physician elected to explant the device. There is no other information at this time and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 1a endoleak with sac growth and a successful open repair with explant. Additionally clinical was able to find the following additional findings of a type 2 endoleak ima (2016), stent cage dilation and stent cage movement (7mm) of the cuff. The most likely cause of the stent movement was related to the off label neck anatomy and the suboptimal position of the cuff at implant. The most likely cause of the proximal loss of seal (1a endoleak) was both the position at implant and the subsequent movement. The most likely cause of the stent graft integrity (stent cage dilation) of the cuff was the use of strata material. There were no procedure related harms identified. The patient was discharged to a skilled nursing facility on the seventh post-operative day. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.